Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease flat. A microscopic analysis was performed which identified crease sharp on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is a crease sharp on radius side due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.